Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was blood covering the delivery device. The loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal and tension spring assembly were removed from the delivery tube and examined. The seal was observed to be in tact, with no cracks or delamination, however it was covered in blood. The dimensions of the delivery tube could not be measured due to the fact that there was blood inside of the tube. Based upon the received condition of the device, and the results of the evaluation, the reported failure "activation problem" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not fully deploy. The metal triangle remained in the deployment tube, and so the seal did not stay within the aortotomy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not fully deploy. The metal triangle remained in the deployment tube, and so the seal did not stay within the aortotomy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.